Manufacturer narrative:
Weight, ethnicity, race - unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticm5_13.7 implantable collamer lens, -8.0/+1.0/101 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2021. The surgeon reports excessive vault. Reportedly, the lens remains implanted. The cause of the event is reported as unknown.